Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of a rash and peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, the removal of the patient¿s pd catheter (not a fresenius product), and transition to hd for rrt (patient preference). The pdrn attributed causality to the patient¿s use of vaseline to treat an abdominal rash (unrelated to pd therapy) instead of the prescribed cortisone cream. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patient. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient was hospitalized for an episode of peritonitis. Additionally, it was reported that the patient¿s pd catheter (not a fresenius product) was removed. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) ceftazidime 2000 mg every monday and wednesday, and ceftazidime 3000 mg every friday for 14 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus (species not provided), and the patient¿s antibiotic was continued. While hospitalized the patient requested to transition to hemodialysis (hd) due to personal preference. On (B)(6) 2024 the patient¿s pd catheter was surgically removed, and a tunneled hd catheter (not a fresenius product) was placed. The patient transitioned to hd the same day without any reported issues, and the remainder of the antibiotic course will be administered intravenously (IV). The patient was discharged on (B)(6) 2024 in stable condition and began outpatient hd therapy on (B)(6) 2024. The pdrn attributed causality to the patient¿s use of vaseline to treat an abdominal rash (unrelated to pd therapy) instead of the prescribed cortisone cream. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. The patient is currently recovering from the serious adverse events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient was hospitalized for an episode of peritonitis. Additionally, it was reported that the patient¿s pd catheter (not a fresenius product) was removed. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) ceftazidime 2000 mg every monday and wednesday, and ceftazidime 3000 mg every friday for 14 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus (species not provided), and the patient¿s antibiotic was continued. While hospitalized the patient requested to transition to hemodialysis (hd) due to personal preference. On (B)(6) 2024 the patient¿s pd catheter was surgically removed, and a tunneled hd catheter (not a fresenius product) was placed. The patient transitioned to hd the same day without any reported issues, and the remainder of the antibiotic course will be administered intravenously (IV). The patient was discharged on (B)(6) 2024 in stable condition and began outpatient hd therapy on (B)(6) 2024. The pdrn attributed causality to the patient¿s use of vaseline to treat an abdominal rash (unrelated to pd therapy) instead of the prescribed cortisone cream. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. The patient is currently recovering from the serious adverse events.